Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 162 mg/dl. The customer stated that she had kept the insulin pump in her bra within a bra pouch. She noted that she removed the battery from the insulin pump since the alarm kept beeping. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm or unexpected audio or beep anomaly noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.